Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09187 / 09188).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4). Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of a faint wear stripe on the femoral head and wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. Evidence of both of these mechanisms are present in this instance. The cup inclination angle compares well to the recommended value in the surgical technique; however the anteversion angle is at the higher limit of what might be deemed acceptable. In addition to this, the inner rim of the acetabular cup had a flattened region which may be indicative of subluxation and rim wear. Subsequently, the stresses through the system would likely have been disrupted, leading to the aforementioned observations. This may have been further encouraged by high loading through the joint due to the weight of the patient which, according to their bmi, is within the overweight category. Small indentations were present on both bearing surfaces which may suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation and the resulting adverse wear, these factors are likely to have been the source of the elevated cr ion levels detected in the patient. This could have encouraged the generation of the metal stained material that was present within the joint and the noted armd. The patient's co levels were detected to be below the limit defined in mda/2012/036. Black residue covered the majority of the female taper on the femoral head which may suggest that a fretting or galling process was active; the redlux measurements of this surface however indicated that there was very little material loss and hence the contribution of these processes to the reason for revision may have been limited. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09187 / 09188).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of discomfort/pain in right hip, elevated blood metal ion levels, and MRI findings of an alleged collection around the right hip suggestive of an armd. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported patient was revised on the right side on (B)(6) 2014 due to armd. During the procedure, metal-stained material around the hip, caseous material, a defect in the biceps femoris, a thick-walled cyst that measured 3.5-4 inches distally, and a well-fixed cup were noted. All components were removed and replaced. Reported from (B)(6).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09187 / 09188).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of discomfort/pain in right hip, elevated blood metal ion levels, and MRI findings of an alleged collection around the right hip suggestive of an armd. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.